Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, severe abdominal cramping") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: lisinopril. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), abdominal distension ("severe abdominal bloating"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("rashes on skin"), headache ("frequent headaches"), dizziness ("dizziness"), balance disorder ("balance issues"), vertigo ("vertigo"), memory impairment ("a decrease in memory capabilities"), dysgeusia ("a taste of metal in mouth"), tooth fracture ("chipping teeth") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy) (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, discomfort, menorrhagia, abdominal distension, menstruation irregular, dyspareunia, alopecia, rash, headache, dizziness, balance disorder, vertigo, memory impairment, dysgeusia and tooth fracture had not resolved and the back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, discomfort, dizziness, dysgeusia, dyspareunia, headache, memory impairment, menorrhagia, menstruation irregular, rash, tooth fracture and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement and full occlusion of tubes. Most recent follow-up information incorporated above includes: on 29-nov-2018: plaintiff fact sheet received. Events back pain was added. Historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, severe abdominal cramping") and gastric bypass ("r and y surgery") in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty in placing her left coil". The patient's previously administered products included for an unreported indication: lisinopril. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient underwent gastric bypass (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), abdominal distension ("severe abdominal bloating"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss/ hair loss"), rash ("rashes on skin"), headache ("frequent headaches"), dizziness ("dizziness"), balance disorder ("balance issues"), vertigo ("vertigo"), memory impairment ("a decrease in memory capabilities"), dysgeusia ("a taste of inetal in mouth"), tooth fracture ("chipping teeth"), back pain ("back pain"), endometriosis ("endometriosis") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy) (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, gastric bypass, back pain and endometriosis outcome was unknown, the discomfort, menorrhagia, abdominal distension, menstruation irregular, dyspareunia, rash, headache, dizziness, balance disorder, vertigo, memory impairment, dysgeusia and tooth fracture had not resolved, the alopecia was resolving and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, discomfort, dizziness, dysgeusia, dyspareunia, endometriosis, gastric bypass, headache, memory impairment, menorrhagia, menstruation irregular, pelvic pain, rash, tooth fracture and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: satisfactory placement and full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, severe abdominal cramping") and gastric bypass ("r and y surgery") in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty in placing her left coil". The patient's previously administered products included for an unreported indication: lisinopril. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient underwent gastric bypass (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), abdominal distension ("severe abdominal bloating"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss/ hair loss"), rash ("rashes on skin"), headache ("frequent headaches"), dizziness ("dizziness"), balance disorder ("balance issues"), vertigo ("vertigo"), memory impairment ("a decrease in memory capabilities"), dysgeusia ("a taste of inetal in mouth"), tooth fracture ("chipping teeth"), back pain ("back pain"), endometriosis ("endometriosis") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy) (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, gastric bypass, back pain and endometriosis outcome was unknown, the discomfort, menorrhagia, abdominal distension, menstruation irregular, dyspareunia, rash, headache, dizziness, balance disorder, vertigo, memory impairment, dysgeusia and tooth fracture had not resolved, the alopecia was resolving and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, balance disorder, discomfort, dizziness, dysgeusia, dyspareunia, endometriosis, gastric bypass, headache, memory impairment, menorrhagia, menstruation irregular, pelvic pain, rash, tooth fracture and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: satisfactory placement and full occlusion of tubes. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: lot number was added. Events added: endometriosis, pain, had difficulty in placing her left coil, r and y surgery. Event outcomes hair loss was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.